Event description:
Device evaluation: the catheter returned to the manufacturing facility. The balloon was not folded and no damage was present along the shaft of the catheter. The catheter was flushed and a 0.035" guide wire was inserted and no issues were noted. The balloon catheter was inflated and a leakage appeared from a pinhole in the cylindrical portion of the balloon at around 5cm from the proximal cone.

Event description:
It was reported that the physician was attempting to use an admiral extreme pta balloon catheter to treat a long calcified lesion in the sfa. It was reported that the balloon reached nominal pressure and dilated the lesion, then, when the physician went to pull the balloon down, blood went into the balloon and into the syringe and it was noted that the balloon was broken. The physician was able to remove the balloon without any problems. The patient was reported to be fine after the procedure. No patient injury was reported and no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: patient conditions affected effectiveness of the device (long calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (long calcified lesion). (B)(4).